Event description:
(B)(4) the provider states, the crossbrace is broken where the bolt attaches the brace to the side from is corroded in the drill hole. She states the chair has been in the possession since 11/3/2013. She states, there were no injuries and the chair is inoperable until the crossbrace is replaced. (B)(4).